Manufacturer narrative:
This complaint was identified during a retrospective. Complaint review a meeting the criteria for an MDR and will be submitted to the FDA. Carefusion technical support instructed the customer to remove the gas delivery engine (gde), and check the connectors on it. They also advised that the user interface module (uim) cable be replaced. The customer stated that they would follow the instructions/recommendations and call back if they needed additional assistance.

Event description:
The customer reported a unit that was alarming "vent inop". The error log was showing: pneumatic module ftc invalid config settings lost. The customer attempted to calibrate the transducers, however they were not taking the calibrations. No patient involvement.